Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. The customer stated their blood glucose would reach 458 mg/dl. Customer stated they attempted to treat with a lantus pen, but their blood glucose would not decline. Customer as assisted with administering a manual bolus. The customer also declined to troubleshoot for their high blood glucose. Customer will monitor their insulin pump. No additional information provided.